Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that a revision surgery was necessary due to a worn glenoid. It was further reported that the implant was implanted around 10 years ago in the schulthess klinik. No further information provided.

Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which displays a worn glenoid. However, without return of the device for physical evaluation, the cause remains undetermined. No change in harm was identified.